Manufacturer narrative:
Investigation summary: no samples or photos were received by bd for investigation. The user facility performed their own evaluation however, and provided the following information: photos and physical samples, (two packages of 7 and 5 syringes), were received for evaluation. The samples were confirmed to be 3ml syringes in sealed and opened blister blister packages from batch # 9063800, item 309657. All 12 syringes exhibited varying degrees of missing print condition above the 1/2 ml scale markings. Most of the scale markings were either missing or faint between approximately 1/2 ml and bd logo. Some of the syringes had bd logo and "3 ml" markings visible while others were completely blank above 1/2 ml mark. One syringe also had an ink ring at 2 1/2 grad line. The remaining print on the barrels was observed to be aligned and printed correctly - no skew or roll was observed. DHR review for batch # 9063800 (item 309657): release date: 3/19/2019. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notification related to the complaint defect. Missing print was found on the marker during the date range this batch was manufactured in. Marker adjustments were made and product requalified per applicable aql. Batch 9063800 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: based on the available evidence to date, potential root cause for the missing print defect appears to be a clogged manifold at the marker. Corrective action: a preventative maintenance plan to monitor and maintain marker component was implemented 5/30/2019. The aql for missing print is 0.25%. The defect rate identified to date is (B)(4) and is well within the aql. No additional corrective actions are necessary based on the defective rate identified. Batch 9063800 is considered in compliance with our product specification requirements. Investigation conclusion: bd conducted a device history review and found that this is the second related complaint for scale marking issues for lot # 9063800. Root cause description: bd could not determine the root cause as no samples or photos were received for evaluation.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced scale markings issues/missing. It is not specified whether the defect was noticed before, during, or after using the device. The following information was provided by the initial reporter: material no. 309657, batch no. 9063800. '3cc syringes which could have missing or improper markings."